Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose for a few weeks. The customer's blood glucose was 40 mg/dl at the time. The customer treated with juice. No medical intervention was needed. The customer changed their infusion set on (B)(6) 2017. Troubleshooting was performed. Reservoir is showing more insulin than what is shown on the status screen. The customer's current blood glucose is unknown. The customer's blood glucose at 4:00am was 44 mg/dl. Nothing further reported.